Event description:
Customer reported the device no longer operated. This is report 1 of 1 for # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed liquid damage to housing and battery cover was melted. This was attributed to the device improperly subjected to autoclave. The device was replaced and sent to customer on (B)(4) 2013. (B)(6). Placeholder.